Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. The device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly experienced sound quality issues and intermittent lock. Programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. This is an interim report.